Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported that their ins was rapidly depleting on occasion. Pt also reported that when they lay on their back on a hard surface, the stimulation turns on and they can feel it more. Agent reviewed with the patient that the hard surface is pressing the lead and making the stimulation more intense. Agent reviewed information. Agent called the pt back to troubleshoot the ins issue further and to get the event date and managing healthcare provider (hcp).